Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, reason code for no evaluation, if other specify, device manufacture date, imdrf annex a ,g,b,c,d grids, remedial action required, remedial action #, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that an 8015 pcu was affected by keypad recall. There was no reported patient involvement.